Event description:
Our affiliate is reporting that two lupine anchors lost the thread during the procedure. The surgery was converted from an arthroscopic procedure to open surgery and finalized with a third anchor without further incident or consequence to the patient. [See also related MDR 1221934-2007-00227].

Manufacturer narrative:
To date, depuy mitek has not received the complaint device for eval. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. However, followup with the affiliate revealed that the surgery was converted to an open procedure due to the impatience of the surgeon. We are filing a report to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root - cause a follow-up report will be filed.